Manufacturer narrative:
Medwatch mw5176580. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
Medwatch mw5176580. It was reported that the pump started alarming while in use with the patient but no message was shown on display and green light was turned on. They were unable to start the pump and tried a few things but nothing worked. They were able to switch to backup pump to continue this life-sustaining infusion so there was no interruption in therapy or injury to patient. The reported product fault occur while in use with the patient and did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
D4 - serial #; primary UDI number: updated. G4 - PMA/510(k) #: updated. H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.